Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that there was a lead warning for low impedance. It was also noted that there was increased threshold and decreased sensing signals. The atrial lead remains in use. No patient complications have been reported as a result of this event.